Manufacturer narrative:
Case reference number: (B)(4) (initial) is a spontaneous report initially received from a physician on 07-jul-2025, regarding a 48-year-old male patient who experienced organ failure (lung injury and gi bleed) (pt: multiple organ dysfunction syndrome) and expired after grafting with epicel. On 09-jun-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported as 0.25 - pass. The patient's medical history included heavy smoker/vape, inhalation injury and extracorporeal membrane oxygenation (ECMO). The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient was hospitalized. On (B)(6) 2025, reported as two months prior to the application of epicel grafts, the patient was put on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03408, expiration date: 10-jun-2025, UDI: (B)(4) for large burns 50%. On an unknown date, the patient experienced organ failure (lung injury and gi bleed) (pt: multiple organ dysfunction syndrome). On (B)(6) 2025, the patient passed away. The cause of death was reported as organ failure (lung injury and gi bleed). It was unknown if the autopsy was performed. At the time of the report, the outcome of the event of organ failure (lung injury and gi bleed) was fatal. The reporter assessed the event of organ failure (lung injury and gi bleed) as serious due to hospitalization and death. The event of organ failure (lung injury and gi bleed) was also assessed as medically significant event. The reporter did not provide a causality assessment for the reported event. Additional information was received on 08-jul-2025 and processed together with the initial. No further information was provided. Company comment: vericel assessed the event of multiple organ dysfunction syndrome as serious (due to fatal outcome, hospitalization and medical significance), listed and unlikely related. The case does not qualify as an MDR, nor as a 15-day report.

Event description:
Organ failure (lung injury and gi bleed) [multiple organ dysfunction syndrome].